Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a vibrating anomaly their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the insulin pump does not vibrate after giving a bolus. The customer was assisted with a vibrating test but the insulin pump did not pass the test function. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump had no vibration alert due to a broken red wire on the vibrator motor. The insulin pump was received with minor scratches on the display window.